Manufacturer narrative:
X-ray. Device evaluation summary - as received, minimal to moderate calcification was observed in the cusp area of leaflet 1, moderate to heavy calcification was observed in the cusp areas of leaflets 2 and 3. The free margin of leaflet 1 exhibited moderate calcification. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 7mm. Host tissue fused leaflets 1 and 3 at commissure 1 on the outflow aspect by approx 3mm. Host tissue was minimal to moderate at both the stent inflow and stent outflow. Incidental findings: hematoma was observed on leaflet 2 on the outflow aspect. Subvalvular tissue was observed near commissure 1 on the outflow aspect. The sewing ring was cut near commissure 2, also the wireform was exposed near commissure 2 on the outflow aspect and near leaflet 1 on the inflow aspect. The x-ray demonstrated distortion of wireform at commissure 2, this damage is most likely due to explant or implant. Additional manufacturer narrative - the reported calcification was confirmed in addition to host tissue. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer; without return of the subject device the reported calcification cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Additional information will be reported if received.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 25mm bioprosthetic mitral valve, implanted approximately four (4) years and nine (9) months, was explanted due immobility of valve leaflets secondary to calcification the explanted device was replaced with another 29mm bioprosthetic valve. Attempts to obtain explanted device have been unsuccessful. There are no adverse events reported following re-op.

Event description:
The device was returned to edwards.